Manufacturer narrative:
Device image evaluation completed on september 8, 2021: upon visual evaluation of the image provided in the complaint, the gel siltex mod-rnd 450cc breast implant was observed with no apparent damage or visual anomalies. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: silent rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unspecified breast surgery with a mentor memorygel, 450cc silicone breast implant experienced bilateral spontaneous rupture post procedure. The MRI examination confirmed the rupture. The report indicated that the patient had a heart transplant in 2011 and due to her immune suppressant medication and increased risk of developing lymphoma, it has been recommended that she has her implants removed and not replaced. As a result, patient scheduled for removal on (B)(6) 2021. This report relates to the left prosthesis.